Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 3006705815-2023-07042. It was reported that the patient was experiencing discomfort at the ipg site after losing weight and one of the patient's leads had fractured. Surgical intervention was undertaken on (B)(6) 2023 in which the ipg was repositioned while the lead was explanted and replaced to address the issue. Investigation was unable to determine which of the leads attributed to the event.

Manufacturer narrative:
Date of event is estimated. Additional components potentially involved in the event include: common device name: scs lead, model: 3186, UDI: (B)(4), serial: (B)(6), batch: a000113020.